Event description:
Health professional reported, "pt developed a large volume late seroma around [the] right reconstructive breast implant. Fluid was aspirated and sent to cytology. This confirmed anaplastic large cell lymphoma (alk-1 negative). Subsequent pet scan - mild activity in internal mammary lymph nodes. Awaiting final haematology review." Device was removed. Further follow-up reported, "fine needle aspiration of seroma fluid around right implant confirmed the diagnosis of alk-1 negative alcl." The alcl was "contained within the capsule in the periprosthetic fluid only." Pathology report confirmed , cd30 "large cell positive, " alk-1 "negative," and "overall these findings are suggestive of alk-1 negative anaplastic large cell lymphoma," stage 1ae. Pet-CT scan reports, "there are bilateral borderline enlarged internal mammary lymph nodes which show mildly increased metabolic activity."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)